Event description:
As reported: the patient had a follow up with lvis evo with hyperplasia or impending occlusion of the trapped branch according to the dr. Patient is asymptomatic.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related non-conformances could not be performed. The device was implanted and therefore not available for return and investigation by the manufacturer. The alleged product issue/event as described could not be confirmed.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
Additional information received: no plan to intervene because patient is asymptomatic.